Manufacturer narrative:
(B)(4). Information regarding patient age, gender, weight, race, ethnicity, and medical history were not provided. This is one of 3 number of products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2018-00631, 1226348-2018-00596, and this report. Procode is krd/hcg. (B)(4). The initial reporter email and phone are not known. [Conclusion]: the healthcare professional reported that a 5-mm basilar tip aneurysm previously treated with stent-assisted coil embolization procedure on an unknown date with an enterprise stent (catalog and lot numbers unavailable) through the right posterior communicating artery (pca) with micrus coils (catalog and lot numbers unavailable) recanalized and the patient had to undergo further stent-assisted coil embolization treatment. There was no report of patient adverse event associated with the reported issue. The micrus coils remained implanted and are thus not available to be returned for evaluation. Additionally, the sterile lot numbers are not known. No further analyses can be performed for complaints reported without a lot number and for which the associated products will not be returned. Aneurysm recanalization is a known potential complication associated with the enterprise vrd and stent-assisted coil embolization procedures. Despite rapid technological advances in endovascular technology, wide-necked intracranial aneurysms remain difficult to treat with associated high recanalization rates. Studies have concluded that stent-assisted intracranial aneurysm embolization is possibly more effective against future compaction and recanalization than balloon-assisted or unassisted coiling because it permits a denser packing of the aneurysm while preserving parent artery patency and reducing inflow pressures into the aneurysm. The root cause of the event cannot be determined; however, coil packing density, neck size, and inflow angle may have contributed to the report of aneurysm recanalization. The aneurysm recanalization required additional treatment to preclude serious injury/death and the procedure places the patient at risk for further aneurysm complications. Thus, the event meets MDR reporting criteria as a serious injury. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
The healthcare professional reported that a 5-mm basilar tip aneurysm previously treated with an enterprise stent (catalog and lot numbers unavailable) through the right posterior communicating artery (pca) with micrus coils (catalog and lot numbers unavailable) recanalized and the patient had to undergo further stent-assisted coil embolization treatment. There was no report of patient adverse event associated with the reported issue.